Event description:
The hcp reported that the "whole system" was explanted in 2004 due to a cerebrospinal fluid infection". A follow-up report will be sent if additional information becomes available to co.